Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 121mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the occlusion test and unable to prime during prime/a33 test due to faulty force sensor resistor. The motor passed motor test. The insulin pump has minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.